Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a scope communication error (error code b30). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens had foreign material. Based on the results of the investigation, and since the device malfunction of b30 error code was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.